Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly as a result of moisture damage from a month ago. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised no moisture traces can be seen and the buttons do not respond the way they should. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to a flattened up button dome switch. No unlocked lcd keypad connector noted. No moisture damage noted on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.